Manufacturer narrative:
Product ID 3776-45 serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3776-45, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 355531 lot# n314047, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type screening device product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3708140 serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
It was reported that there were fractured electrodes on 0-7 and high impedances prior to surgery. X-rays, reprogramming, and impedance testing were performed. An impedance check that was run pre-operatively showed there were no high impedances noted (398-694 ohms). It was unknown if there was a product issue or what the cause of the issue was. The patient needed an MRI of her foot so the system was replaced with an MRI compatible system on (B)(6) 2014. At the time of the report the patient was alive with no injury and had no symptoms or complications associated with this event. Additional information received reported that it was unknown why a lead fracture was suspected. The patient had spinal cord stimulation (scs) coverage where she needed prior to surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.